Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's stimulation was surging. The rep requested for the patient to keep a log of the surging sensations. Additional information received from the rep reported the patient had complained of surging inconsistently with standing and turning. The patient had noted that it would be so much stimulation that she would either turn it off or down. Troubleshooting performed related to the surging stimulation included the rep running impedances, with which there were no issues. The rep re-oriented the patient's battery and re-educated her about adaptive stimulation. Actions or interventions taken to resolve the issue included the rep asking the patient to document when she had a surge and what her programmer showed. The rep noted that she had not heard from the patient since the reprogramming session.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.